Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced sample probe 3 and reagent 5 probes. The cse ran alignments. The cse ran a check and found sample probe 1 and sample probe 3 air knife seals needed to be replaced. The cse replaced the seals and primed the system. The cause of the discordant, falsely depressed glucose and calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose and calcium results were obtained on three patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate dimension vista instrument, resulting higher. The alternate instrument results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose and calcium results.